Manufacturer narrative:
Radiographic image review result- plain x-ray ap/lateral long segment fusion with thoracic construct attached to lumbar construct using dominoes. Construct appears to stop at apex of thoracic kyphosis. No hardware failure seen on provided images. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a similar device with product ID: 1474000500 and 510k #: k091974 was marketed in the united states. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with unknown indi cation. It was reported that there was right rod breakage. The reason for rod breakage was unknown, but decompression on t8/9 was performed and rod was replaced & fusion was extended. No fragment of the implant remaining in the patient. So47 may be weak, so it was replaced with so56 and fusion extension was performed. There was a possibility that explanted device was discarded in the hospital. Levels implanted was t4-12. Patient symptoms or complications as a result of this event was unknown. No in-patient hospitalization or prolongation of existing hospitalization necessary. There was no delay in surgical procedure. So47+tp was used in the initial surgery done on (B)(6) 2014. Add-on operation performed on (B)(6) 2017 and no product malfunction or patient symptoms reported as reason for the add-on operation. Product used correctly according to the directions given in the IFU/labeling. No further complications were reported.